Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is recommended to hand-tighten the needle onto the syringe prior to use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: material#: 305916. Batch#: 4355653. It was reported by customer that defect. This was used on a patient and the needle stayed in the arm of the patient and disengaged from the syringe. Verbatim: rcc received a complaint via email. Email(s) attached xx is providing notification of the following product complaint and we trust that you will take the appropriate corrective actions to resolve this issue. The information relevant to the complaint is as follows: ¿ product number: 0723305916. ¿ supplier product number: 305916. ¿ supplier product description: needle hypodermic 25ga x1in. ¿ supplier lot number(s): 4355653. ¿ quantity involved: 1. ¿ sample available: n. ¿ is investigation response requested: n. Customer reimbursement request is as follows: ¿ dc#: (B)(4). ¿ po# (B)(4). ¿ credit or replacement request: credit. The details of the reported complaint: (B)(4). ¿ date of event:07/14/2025. ¿ patient or end-user injured: n. ¿ when was incident noticed: during use. ¿ was incident discovered during direct patient care: y. ¿ was any medical treatment required: n. ¿ did customer file a report with health authority(ies): n. Additional information provided: this was used on a patient and the needle stayed in the arm of the patient and disengaged from the syringe. As of now we pulled this specific lot from all areas and discontinued use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.